Manufacturer narrative:
It was reported that a spectrum pump was falsely detecting the tubing in load points 1 and 2. The device was received for evaluation. During evaluation, the reported problem of 'false detection of tubing in load pts 1-2' was not reproduced. Instead a reload set alarm occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified and no pump correction for the reported issue was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was alarming load points 1-2 when not in use. The pump thinks a tube is loaded in points1-2 in during "po testing" in the biomed area. There was no patient involvement. No additional information is available.